Manufacturer narrative:
Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system alarm test due to faulty force sensor resistor. Unable to perform occlusion test due prime anomaly. No software error alarms noted. Unit received with minor scratches on lcd window and reservoir tube window. Unit received with cracked case at display window corners, case at reservoir tube window corners, battery tube threads, and reservoir tube lip.

Event description:
It was reported that the customer received a software error alarm. His blood glucose level was 157 mg/dl. The insulin pump would not prime and had three cracks. The cracks were by the screen and the battery compartment. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.